Manufacturer narrative:
(B)(4). The customer reported potentially associated lot number ur15e006025. The customer stated this event may have occurred sometime within the last three months of (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set had leaked. The nurse stated that a leak occurred at the connection when the one link set was connected to a non-baxter set. The patient was being infused with either normal saline or lactated ringers when the leak was noticed. The nurse stated that both the fluids and blood leaked onto the patient. The amount of blood lost by a patient was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.